Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device is expected to be received. The investigation is on-going.

Event description:
It was reported that the device could not be advanced through a 6f sheath and the stent dislodged. There were no anomalies noted during the prep of the device. There was no damage noted to the box, tray or stent cover and there was no difficulty removing the stent cover. The target lesion was the left renal artery. The stent was to be implanted for abdominal endoprosthesis. A 0.035 x 260 guidewire was used. The brand is unknown. A cook, 6f, long introducer sheath was used. The complaint device was advanced through the brachial with a long 6f sheath however the device could not be advanced past the beginning of the sheath. The device passed the valve of the sheath however resistance was felt at the start of the sheath. The device was attempted to be removed back through the sheath however the stent dislocated. The stent dislodged in the sheath. The delivery system was removed and the stent remained in the sheath. The sheath was removed with the stent inside it. Guidewire access was maintained throughout the procedure. Another device was not used to complete the procedure as the correct size was not available. There was no patient injury reported.

Manufacturer narrative:
It was reported that the device could not be advanced through a 6f sheath and the stent dislodged. There were no anomalies noted during the prep of the device. There was no damage noted to the box, tray or stent cover and there was no difficulty removing the stent cover. The target lesion was the left renal artery. The stent was to be implanted for abdominal endoprosthesis. A 0.035,x260 guidewire was used. The brand is unknown. A cook, 6f, long introducer sheath was used. The complaint device was advanced through the brachial with a long 6f sheath however the device could not be advanced past the beginning of the sheath. The device passed the valve of the sheath however resistance was felt at the start of the sheath. The device was attempted to be removed back through the sheath however the stent dislocated. The stent dislodged in the sheath. The delivery system was removed and the stent remained in the sheath. The sheath was removed with the stent inside it. Guidewire access was maintained throughout the procedure. Another device was not used to complete the procedure as the correct size was not available. There was no patient injury reported. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. This is the first reported complaint for this lot number and issue to date. The device was returned for evaluation. External packaging was returned. Internal packaging was not returned. The hub was printed as expected and there were no visual defects noted. The stent guard was not returned. No visual defects were noted on the distal tip. A squeezed impression was noted on the outer approx. 780mm from the strain relief. There was also an imperfection / slight damage noted approx. 755mm from the strain relief. A slight bulge was noted on the inner at the proximal markerband. It was reported that the stent had dislodged within the sheath. It was located within the sheath 120mm from the valve. The condition of the stent could not be determined; it was removed with difficulty by cutting open the sheath. The stent was damaged in the removal process. It measured 37mm as expected. A cook 6f introducer 90cm sheath was returned with the device. No damage was observed on the balloon. The balloon was also never inflated; crimp marks are evident on the balloon in the correct position between the two markerbands. No functional examination was carried out on the device as it was not applicable to the complaint. The investigation has confirmed the dislodge/dislocated failure mode reported. The stent was lodged within the sheath. Based upon the available information and sample evaluation a definitive root cause has not been determined. It is unknown if air evacuation was performed prior to insertion into sheath. User error may have contributed to the reported issue. The event description stated that the device was attempted to be retracted back into the sheath for removal. This is contrary to what is directed in the IFU. This action may have caused the stent to move. The IFU states: "do not attempt to remove an unexpanded covered stent through the sheath/guiding catheter. Attempting to remove an unexpanded covered stent by pulling it back into the sheath/guiding catheter may result in stent dislodgement". Based on analysis performed no additional action is required at this time. Note: while the current confirmed calculated rate for this failure mode is 0.07% (last 24 months) and is hence higher than the predicted rate of 0.02%, the rate is decreasing since the process improvement (action from CAPA) was introduced into production during sept 16. The confirmed rate from sept 16 to july 17 is 0.02%. This is equal to the predicted rate of 0.02% (note 11 months sales instead of 24 months). The IFU states: a device description: implant the lifestream¿ balloon expandable vascular covered stent is comprised of an electropolished balloon-expandable stent made from 316l stainless steel, encapsulated between two layers of eptfe. Indication for use: the lifestream¿ balloon expandable vascular covered stent is indicated for the treatment of atherosclerotic lesions in common and external iliac arteries. Directions for use: site access and preparation using standard techniques access the artery and place an introducer sheath or guiding catheter of appropriate inner diameter and a 0.035" (0.89 mm) guidewire across the target lesion. Perform diagnostic angiography to confirm site of implantation and measure the reference vessel diameter and lesion length. Covered stent size selection select a covered stent diameter that is approximately 5%-20% larger than the largest reference vessel diameter at the proximal or distal target site. Refer to the sizing table on the packaging label for appropriate selection of the covered stent diameter and length. Endovascular system preparation carefully remove the selected device from the package. Inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. Flush the delivery system guidewire lumen with sterile saline mixture until saline drops from the distal end of the endovascular system. Air evacuation a 20 cc or smaller luer-lock syringe with a minimum of 5 cc¿s sterile saline mixture is recommended for use for aspirating this device. With the distal balloon tip pointing down and positioned below the level of the syringe, pull negative pressure until all air is expelled. Induce a negative pressure to remove any air from the balloon and inflation lumen. Repeat until all air is expelled. Carefully release to neutral. Allow the inflation lumen to fill with the diluted contrast medium and maintain a neutral pressure. Important: do not apply positive pressure to the balloon. Attach the prefilled inflation device to the inflation lumen of the catheter hub, ensuring no air bubbles remain at the catheter connection. Verify that the covered stent is still centered between the two radiopaque markers on the balloon catheter. Introduction of the endovascular system and placement of the covered stent advance the endovascular system over the guidewire into the introducer sheath. Further advance the endovascular system to the target treatment site within the introducer sheath and position the covered stent across the lesion. Verify that the covered stent is still centered within the balloon marker bands. Slowly retract the introducer sheath / guiding catheter while maintaining the position of the covered stent. Ensure the introducer sheath is retracted far enough to not compromise the balloon expansion and covered stent release. (B)(4).